Event description:
Upon completion of case, and inspection of instruments, it was noted that a piece was missing from the ceramic tip of the inner sheath of the resectoscope. Imaging revealed the instrument fragment was retained and in the bladder.